Event description:
The report from the affiliate indicated that the pt was included in a clinical study. Approx fifteen (15) mos after the index procedure during the f/u period coronary angiography was done and the proximal end of the previously implanted cypher stent was noted to be fractured. Restenosis was also noted in the ostium area of the previously implanted cypher stent. The pt was not symptomatic. The restenotic lesion was reported to be: eccentric, a 53% stenosis, minimum luminal diameter (mld) of 4.1x4.4mm, internal diameter (ID) of 1.6/2.7 mm, and a fibrous plaque. The physician was reported to have considered removing the fractured stent but did not for fear of dissection. The restenosis and stent fracture was treated by implantation of a cypher 3.5x13mm at 23 atm (inflation time unk) in just the proximal end of the previously implanted stent. The stent was post-dilated with an apollo 3.5x10mm balloon at 25 atm due to unsatisfactory stent appostion. Ivus was done. The cross section area (csa) was 7.5mm square. On ivus the %pa (plaque area) was 55.6%. The pt was scheduled for re-eval in july 2007. The physician's comment regarding this event was that it is unk if the event was due to the pt's constitution or the procedure.

Manufacturer narrative:
The index procedure was an elective case done by the femoral approach. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, eccentric, ostial, moderately calcified, tubular, 22.7mm in length, vessel diameter 3.46 mm, a 50.2% stenosis, and type b2. Proximal to the target lesion was a heavy flexion. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 15 atm with an unk inflation time. A cypher 3.0 x 28mm stent was implanted at 20 atm for 16-30 sec. The proximal edge of the stent was prominent to the aorta by about 5 mm. The stent was post-dilated with a 4.0 x 8mm balloon at 25 atm with an unk inflation time. The flow pre and post-procedure was timi 3. The residual stenosis was 25.7%. Ivus was done. Please note that device (cjs28300, lot #i0205115) is distributed outside the us, however it is similar to the us product cxs28300. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.